Event description:
A biomedical technician (bmt) reported that the combiset lines get air in the line from the transducer. The bmt stated that part is faulty and different from before. The transducer used to be real big but now they are small. The users have to constantly change out due to them failing. There was no patient harm or adverse event reported. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.